Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. After, six days of post deployment, computed tomography angiogram of chest was performed for chest pain. The study showed that negative for pulmonary embolism. Around, three months and two weeks later, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was noted. Around, two months and two weeks later, a computed tomography study showed early perforation involving the anterior arms with impingement on overlying small bowel. Early perforation of the anteromedial and posterolateral filter legs also presents with impingement on the overlying proximal right iliac artery and anterior aspect of the right psoas muscle respectively. No strut fractures or missing components are identified. No caval thrombosis, clot within the filter or caval wall thickening was noted. Around, three weeks later, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a sheath was placed in the inferior vena cava just below the filter. A snare device was deployed and successfully used to capture the filter and the filter was then retraced into the sheath and removed successfully through the sheath. The filter was visually inspected and found to be intact. Post inferior vena cava filter removal venogram was performed which showed normal inferior vena cava appearance without evidence of active extravasation. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: h6 (method). H11: h6 (result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through the litigation process, that a vena cava filter was placed in a patient after being diagnosed with deep venous thrombosis. Approximately three months post filter deployment, it was alleged that the filter perforated the vena cava and the patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process, that a vena cava filter was placed in a patient after being diagnosed with deep venous thrombosis. Approximately three months post filter deployment, it was alleged that the filter perforated the vena cava and the patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process, that a vena cava filter was placed in a patient after being diagnosed with deep venous thrombosis. Approximately three months post filter deployment, it was alleged that the filter perforated the vena cava and the patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process, that a vena cava filter was placed in a patient after being diagnosed with deep venous thrombosis. At some time post filter deployment, it was alleged that the filter perforated the vena cava and the patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.